Manufacturer narrative:
(B)(4). D10: cat# 00877503203 lot# 2452338 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 cat# 65620005422 lot# 61007342 shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating unk stem g2: foreign: australia the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 15 years later due to dislocation. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.